Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient via a manufacturer representative (rep) receiving clonidine (200 mcg/ml, 87.18 mcg/day), bupivacaine (10 mg/ml, 4.359 mg/day), morphine (10 mg/ml, 4.359 mg/day) and newly added baclofen (400 mcg/ml). The patient mentioned that they had been in the hospital for 7 days because of the pain because their hcp was on vacation and no one was filling in for him. The patient was concerned that they would have to go four more days without any boluses. The symptom was considered sudden. No further information was reported.